Event description:
Scorpio patella ingrowth observation report received from (B)(6) regarding revisions which are currently being investigated by the hospital. Patient (B)(6) was revised 6 months after implantation due to infection synovitis. Observation noted that fibrous tissue ingrowth moderate 30-40% coverage, no bone ingrowth.

Manufacturer narrative:
The following other knee devices were also listed in this report: scorpio nrg x3 ps tibial insert #7 10mm, cat# 82-7-0710, lot# mhp86k; scorpio nrg ps femoral component with ha size 9, cat# 81-6409r, lot# mhmdt8; scorpio fixed bplate pa size 7, cat# 7145-0007, lot# mhj3y1. It cannot be determined which, it any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.